Event description:
It was reported that the pt experienced withdrawal symptoms four weeks prior to refill date. This had occurred with all pumps (this was his third pump). It was decided to replace this pump because it was part of the missing propellant suspect population. The drug in the pump was morphine. The concentration and dose were not reported. At replacement the pump was emptied with ease and the drug was used in the new pump. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. H7: the serial number is included in the range for the synchromed ii missing propellant (dated may 2008), reason for recall has not been confirmed in this device.